Event description:
The pt underwent mitral valve repair and aortic valve replacement surgery and received an sjm annuloplasty ring. An echo revealed mitral regurgitation and the pt presented with intermittent hemolysis which required frequent blood transfusions with packed red blood cells (prbcs). The hemolysis was resolved and the pt was reported to be hemodynamically stable.

Manufacturer narrative:
The results of this investigation are inconclusive since the annuloplasty ring remains implanted. The cause of the mitral regurgitation and hemolysis remains unknown; however, the hemolysis was resolved after treatment.